Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test and sensor failed per specifications due to performed visual inspection and found sensor cannula damaged (wrinkled) see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing 1 needle.

Event description:
The customer reported via phone call that they cannot find sensor signal. The blood glucose at the time of the incident was 115 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.